Event description:
Pt was getting blood glucose readings of 37,54,45,47 on suspect device. Mother fed pt sweets to bring up glucose. Later mother and pt went to dr appointment and had a lab draw which resulted in 500 mg/dl. Pt was admitted to hospital .